Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measurements of >4000 ohms on all or some unipolar pairs were obtained. The amplitude and pulse width were increased and it was able to determine that only the 0 electrode appeared to be affected (possible open circuit). The patient was programmed without using the 0 electrode. The patient outcome/status was no negative effect for the patient. Additional information has been requested, but was not available as of the date of this report.